Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported insulin leaked into the cartridge compartment of the pump. Caller alleges the cartridge leaked during use. No adverse event reported. Requested return of the alleged device for evaluation.